Event description:
The patient had a vaginal excision of transobturator sling mesh, bladder exploration and removal of foreign body mesh sling, as well as bladder stone removal, urethroplasty reconstruction, cystoscopy, and right ureteric catheter placement.